Event description:
Patient reported that per pump alarmed with "no disposable" message. Patient tried switching the cassette to her back up pump, but back up pump gave same alarm. Patient mixed a new solution with a new cassette and was able to continue her infusion. Patient did not experienced any adverse events. Patient did not save the cassette for investigation. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? No. Did we replace the device? No. Did the patient have a back up device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. Reported to (B)(6) by pt/caregiver.